Event description:
It was reported that noise noted on both leads extracted. Device was explanted and returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field issue of noise was not confirmed. No noise was observed on egm channels while manipulating leads and header. Device tested normal.